Event description:
On (B)(6) 2014, a customer reported an unexpected antigen negative mistype result when testing a red blood cell donation on a galileo neo instrument on (B)(6) 2014. The expected result was antigen positive. The consequence of this event was the transfusion of an antigen positive red blood cell unit to a patient who possessed the corresponding clinically significant antibody, which then resulted in a hemolytic transfusion reaction.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(4) 2014. The review of the well images was consistent with the galileo neo interpretation. Immucor tested retention product on (B)(4) 2014, which performed as expected. Immucor tested customer returned blood samples on (B)(4) 2014 and was not able to reproduce the customers observations. An immucor field service engineer visited the customer site on (B)(4) 2014 and subsequently adjusted the residual volume from 1.30 grams to 0.70 grams (the range is 0.30 grams to 0.80 grams). Following this residual volume correction, the customer then ran multiple blood samples and they resulted as expected.